Event description:
A male underwent aaa repair in 2009. The patient's anatomical form was suitable for endovascular repair. The procedure was conducted as labeled. The final angiography revealed an occlusion of the right renal artery after all grafts were deployed. The physician inserted a wire guide from the left femoral artery and advanced it down to the right femoral artery, and then pulled the main body down with it (pull through procedure). Then another manufacturer's balloon was advanced to the right renal artery through suprarenal stents using a catheter, another manufacturer's sheath and glidewire. The physician ballooned the occluded site. There was not a stent available to be placed in the renal artery, so the physician performed the ballooning only. The final angiography confirmed the patency of the right renal artery, therefore, the physician took a wait-and-see approach. Blood flow was confirmed and the renal function had no problem. A week later, the contrast enhanced CT confirmed the patency of the right renal artery and the patient was discharged. The patient had shown full recovery.

Manufacturer narrative:
Event evaluation - still under investigation.